Event description:
Treatment of an avm (arteriovenous malformation) in the left mca (middle cerebral artery). On (B)(6) 2015, the patient underwent embolization treatment. During the procedure, it was reported the apollo catheter was navigated over the x-pedion guidewire up to the mca level. The apollo could not be navigated into the feeder artery; therefore, it was removed along with the guidewire. Upon removal of the x-pedion guidewire, the distal tip of the apollo was found detached from the detachment zone. The procedure was completed with another apollo and the same guidewire. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The apollo catheter was returned for investigation without the detachable tip or guidewire. It was confirmed that the tip of the catheter was detached from the catheter. It was reported that the detachable tip was sent with the catheter. However, no detachable tip was received. The catheter was found to be kinked at approximately 141.30cm from the hub. An in-house x-pedion .010" guidewire was inserted into and through the catheter lumen with slight resistance at the location of the kink. Based on the above findings, the customer report was confirmed. The device was found damage. However, the cause for the damage and the reported experience could not be determined. All products are 100% inspected for damage and irregularities during manufacture. The lot history record of the reported lot number showed no discrepancies that might have contributed to the reported experience. All devices are 100% inspected for damages and irregularities during manufacture. Catheter separation. (B)(4).